Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Programming changes to aai mode was done; the rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.